Manufacturer narrative:
(B)(4). The serial number and product code for this device are unknown. Therefore, a us 510k number cannot be provided. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an air in line alarm. According to the facility, this event occurred during installation and priming of the machine. This alarm may have been a false air in line alarm. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device is an unremediated colleague pump with a user interface module software version of 7.01.00. Evaluation summary: the reported condition of a colleague infusion pump with a possible false air in line alarm was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.